Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of a lost sensor alarm and blood at site from the sensor. The customer's blood glucose reading was unknown. The customer stated that the pump was not communicating with the sensor. The customer did not report a lost sensor alert that occurred with a previous sensor. The customer stated that the tip of the sensor is not all red but there is a break. The customer stated that there is blood at site but it is not actively bleeding. The customer did not have issues with insertion. The customer was advised to call if incident occurs.

Manufacturer narrative:
Sensor performed continuity resistance test and sensor failed test. Unable to confirm insertion anomaly due to customer did not return insertion needle only sensor.